Event description:
It was reported that the stoppers are popping off with bd tube sst plh 13x75 3.5 plbl gold br. There were 3 occasions that they popped off during transport, 1 where the stopper popped off in collectors lab coat pocket, as well with 4 other tubes, after collection. The following information was provided by the initial reporter, translated from portuguese to english: it was reported that stoppers popped off from 3 tubes that open collection technique was performed, at that time the catalog and batch of those 3 tubes were not available (it was only reported that they regard to the gel tubes). And it was reported the opening (stopper pop off) of 1 tube where the technique was through the vacuum, and the collector put the tube into her coat's pocket after collecting the sample, and when she got down she noticed that the tube opened (the stopper popped off) and turned her clothes dirty. The tube has not been opened, she assures that the blood collection was made through the vacuum, this tube is the national gel 3.5ml (360059). Eventually, other units are also coming with the stopper out from the pardini where the samples are collected, but those the responsible was not able to specify the collection technique and the tubes' information, only reports that they are the gel tubes. Furthermore, she reports that the gel tubes, when compared to other bd tubes that the customer uses, have the vacuum so slow that has made the collections take too long. She has been noticing it only in gel tubes, but cannot specify to which would the material # be where the tubes are presenting slowness, since customer uses both 3.5 ml also 5ml (complaint #). Event #1: products information (material# and batch #); r: 360059, batch 0060337; at what moment did the stoppers pop off? (During centrifuge, during transportation, etc.)? R: during transportation; if the stoppers popped off in centrifuge, what was the centrifuge speed? For how long were the tubes left in centrifuge? Is the centrifuge's bucket of fixed angle or swing? How do the tubes fit into the support (completely inside of it, or are they suspended by the stoppers?) R: n/a. Are there samples available for evaluation? R: no. Event #2: is this tube available for evaluation? R: no. Event #3: how many units have been affected? R: 3 or 4; products information (material# and batch#); r: 360059, batch 0060337; are the tubes transported on horizontal or vertical position? R: vertical position; is it possible to find out the blood collection technique used in facility? R: both techniques: open and closed; are there samples available for evaluation? R: no.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is reviewing specific areas in the manufacturing process relating to this issue. The investigation is still on-going and improvements will be made as the potential causes are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stoppers are popping off with bd tube sst plh 13x75 3.5 plbl gold br. There were 3 occasions that they popped off during transport, 1 where the stopper popped off in collectors lab coat pocket, as well with 4 other tubes, after collection. The following information was provided by the initial reporter, translated from portuguese to english: it was reported that stoppers popped off from 3 tubes that open collection technique was performed, at that time the catalog and batch of those 3 tubes were not available (it was only reported that they regard to the gel tubes). And it was reported the opening (stopper pop off) of 1 tube where the technique was through the vacuum, and the collector put the tube into her coat's pocket after collecting the sample, and when she got down she noticed that the tube opened (the stopper popped off) and turned her clothes dirty. The tube has not been opened, she assures that the blood collection was made through the vacuum, this tube is the national gel 3.5ml (360059). Eventually, other units are also coming with the stopper out from the pardini where the samples are collected, but those the responsible was not able to specify the collection technique and the tubes' information, only reports that they are the gel tubes. Furthermore, she reports that the gel tubes, when compared to other bd tubes that the customer uses, have the vacuum so slow that has made the collections take too long. She has been noticing it only in gel tubes, but cannot specify to which would the material # be where the tubes are presenting slowness, since customer uses both 3.5 ml also 5ml (complaint #). Event #1: products information (material # and batch #); r: 360059, batch 0060337; at what moment did the stoppers pop off? (During centrifuge, during transportation, etc.)? R: during transportation; -if the stoppers popped off in centrifuge, what was the centrifuge speed? For how long were the tubes left in centrifuge? Is the centrifuge's bucket of fixed angle or swing? How do the tubes fit into the support (completely inside of it, or are they suspended by the stoppers?) R: n/a. Are there samples available for evaluation? R: no. Event #2: is this tube available for evaluation? R: no. Event #3: how many units have been affected? R: 3 or 4; products information (material # and batch #); r: 360059, batch 0060337; are the tubes transported on horizontal or vertical position? R: vertical position; is it possible to find out the blood collection technique used in facility? R: both techniques: open and closed; are there samples available for evaluation? R: no.